Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on the proximal conductor (not obstructed), the outer insulation was breached cut and the helix/lobe was distorted/bent. Blood was noted in/on the helix/lobe mechanism and apparent explant damage was noted.

Event description:
It was reported that the right ventricular (rv) lead had high threshold due to "poor location" and the patient felt pacing. It was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had high threshold due to "poor location" and the patient felt pacing. It was further reported that the patient "could feel the lead" in their heart. The lead was explanted and replaced. No patient complications have been reported as a result of this event.